Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was not returned to the manufacturer; therefore, a product evaluation could not be performed. The root cause is unknown.

Event description:
It was reported that the balloon ruptured during the procedure as it was being inflated. The balloon was removed from the patient without incident. There was no reported intervention, patient injury, or health damage.